Event description:
The customer contact reported a patient death while device in use. On an unspecified date and time the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time it was reported that the patient expired. No specific event details were provided. The customer contact reported the device was unrelated to the patient's death. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.02ml expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device history was downloaded at the service center. A review of the device history indicated an error code 18/000/000 (history pointer error while inserting a new record into the history log) and error code 06/001/017 (infusion data crc error) occurred, indicating the "pwas" (printed circuit boards) had been separated. The device history entries prior to the error codes were found to have been lost due to the separation of the "pwas." This report represents all the information known by the reporter upon query by hospira personnel.